Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion was damaged. No further information was provided. This was discovered during a procedure, with no reported patient harm. Additional information was received on 12/11/2024: this was discovered during an acl repair on (B)(6)2024. The ar-12990 knee scorpion was damaged due to the ar-12990n scorpion needle breaking off and stuck inside the inner cannulation. This occurred inside the patient, and all the pieces were quickly retrieved from the patient. The surgeon completed the case by bailing on ar-12990 knee scorpion, retrieving the broken needle fragment from within the joint, and using a suture lasso to pass the suture. The case was not delayed and was able to continue after the issue. There were no reported adverse effects on the patient due to the problem. Additional information was requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpacked ar-12990 with serial/batch number (B)(6) was received for investigation. The needle is presumed to have been broken inside the received instrument. The evaluated device was the scorpion. Attempts to functionally test a with a new ar-12990n batch 11127125 found resistance when the needle attempted to pass through the instrument shaft; the instrument's cannulated shaft is obstructed, possibly because of the needle's breakage. Visual evaluation noted and obstruction of the slot at the distal end at the tip. The most likely cause of the reported failure is a use error. According to p40-0028-01 in revision 4. Warning. To help avoid needle breakage and potential patient injury: do not re-sterilize or reuse the scorpion passer needled. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuation outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. Per dfu-0392 at revision 1. To help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.